Manufacturer narrative:
The reported complaint of damaged catheter was confirmed, but the exact mechanism of damage is unknown. The product returned for evaluation is a 7 fr d/l hickman catheter. Two small holes on the returned sample with injection cap attached were located on the compression oversleeve 0.125" distal to the luer adaptor. It is possible that this damage may have occurred if the clamp was engaged in the improper location on the clamping sleeve. However, the user reported that the catheter was never clamped around the damaged area. The IFU instructions for clamping procedures warn, "always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector". Functional testing revealed leaks emanating from the two small holes identified on the complaint sample. No defects related to the manufacturing process were identified on the complaint sample. A lhr review was not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Damaged catheter was found. The indwelling period was 271 days. Recently, the damages on the catheter near the luer adapter have been noted multiple times at the hospital. The user also reported that the catheters were never clamped around the damaged area.